Manufacturer narrative:
Medical records were requested to the hospital; however, receipt is not expected for approximately 4 weeks due to their processing time. A supplemental report will be submitted when new information is received.

Event description:
Edwards lifesciences was notified through the implant patient registry that the patient passed away 12 days after the transfemoral implantation of a 26mm sapien valve. According to the patient's spouse the cause of death was a direct result of the surgery. Additional details regarding this patient's demise are not available at this time.

Manufacturer narrative:
Additional information from the medical records provided by the facility: after a successful deployment, the sapien valve was deemed to be in appropriate position with only trivial perivalvular leak and no central aortic insufficiency. No complications were seen during tavr, the patient tolerated the procedure. Post-procedure the patient had many complications including non-st elevation myocardial infarction. Three days after tavr the patient underwent the placement of 2 coronary stents (lad distal to the anastomosis of the lima, and the obtuse marginal branch distal to the anastomosis of a svg) for treatment of pre-existing disease; he was also noted to have left ventricular dysfunction, ¿most likely secondary to stress-induced cardiomyopathy, i.e. Takotsubo syndrome.¿ no lesions were noted that would have resulted from a tavr related embolus. Two days later, the patient was reported to have a cva; the cause was determined to be intraventricular bleed in the setting of prior history of head injury with left hemicraniotomy. An eeg was performed and felt to be abnormal due to the ¿presence of spike with slow-wave activity suggestive of seizure focus.¿ the patient had been found to have ¿a critical stenosis of 80% to 90% to the right internal carotid artery (rica), which was considered to be the potential etiology of his seizure focus.¿ it was decided to stent the rica; during this procedure the patient experienced severe hypotension, as well as asystole. This was treated with atropine and dopamine. At the end of the procedure the patient was hypertensive, but remained hemodynamically stable. These events were noted in the record to be likely due to carotid sinus compression, which occurs during carotid stenting. The discharge summary states ¿then the patient went into congestive heart failure. The patient went into asystole. The family opted for dnr, and the patient expired.¿ the exact timing is not included in the documents received. Per the instructions for use (IFU), heart failure and death are potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. In this case, the cause for the patient¿s heart failure, asystole and death 12 days after tavr cannot be confirmed. There is no indication that an autopsy was performed and the death certificate could not be obtained. According to the medical records, the patient tolerated well the tavr procedure. Post procedure the patient had multiple serious complications. The medical records that were provided do not indicate valve dysfunction was a contributing factor in the events reported. It appears that the patient¿s death resulted from a deteriorating physical condition post-procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.